Event description:
The customer reported that the device did not deliver a shock during the operational check. There was no report of this symptom during use on a patient.

Manufacturer narrative:
(B)(4): the customer reported that the device did not deliver a shock during the operational check. There was no report of this symptom during use on a patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.